Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was receiving a blood glucose reminder and when he tried to clear the alert it kept going off. He removed the battery and when he placed it back in he received a battery out limit alarm. The esc button on the insulin pump was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery out limit alerts or battery type alarms/alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the act button due to moisture damage no keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.